Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead had low impedance with unipolar impedance higher than bipolar impedance. There was also oversensing and the lead could not be switched to bipolar sensing. The device was reprogrammed and the device and lead remain in use. No patient complications have been reported as a result of this event.